Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation or has the device been evaluated by a field service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht50 ventilator stopped ventilation. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Device evaluation summary: one newport ht50 ventilator was received for failure analysis. The reported symptom could not be duplicated. The ventilator was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.